Event description:
It was reported that the lead was dislodged and noise was observed resulting in pauses in pacing. The lead was repositioned without patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.